Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture, high thresholds, and varying/high impedance measurements. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.